Event description:
Customer reported he experienced a low blood glucose of 39 mg/dl and the sensor was reading over 200 mg/dl. Customer did not recall specific details on issues. Customer declined troubleshooting for issues. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.